Manufacturer narrative:
A reagent issue can be excluded as the correct repeat value was obtained with the same reagent. A review of the analyzer's sample foam detection camera images showed a film on the affected sample and a droplet on the inner wall of the tube. The investigation determined the issue was consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The albumin reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they have been getting a high frequency of sampling errors on the cobas 8000 c702 module since switching tube types to lithium heparin plasma. An unspecified number of patient samples have had questionable results for multiple analytes and these results are not accompanied by flags indicating sample clots. The customer provided an example of one patient sample with discrepant results for albumin. The sample initially resulted in an albumin value of < 2 g/l and it repeated as 42 g/l.